Event description:
A (B)(6) female pt contacted zoll customer support to report her electrode belt trunk cable connector had a bent pin. The pt was issued a replacement electrode belt.

Manufacturer narrative:
Device eval summary: device eval of electrode belt sn(B)(4) has been completed. The reported problem (bent pins or damaged electrode belt connector) has been confirmed. Upon investigation the trunk cable connector pins were bent. The root cause of the bent pins was excessive force when connecting the electrode belt trunk cable connector to the monitor. No adverse event resulted from the damaged belt connector. The pt received a replacement electrode belt.